Manufacturer narrative:
Upon device return and inspection, the strain relief was detached from the luer. The strain relief did not return back with the device. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observed an issue with the adhesive between the parts from the separation of the strain relief. The reported allegation was confirmed, this type of issues is related to a lack of adhesive between parts.

Event description:
It was reported that during preparation for atrial fibrillation (af) procedure one farawave 31 mm was selected for being used; after flushing the side port, the device was going to be connected to the pressure tubing for the heparin used saline, but the flush port broke off. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that no pictures are available about the issue.

Event description:
It was reported that during preparation for atrial fibrillation (af) procedure one farawave 31 mm was selected for being used; after flushing the side port, the device was going to be connected to the pressure tubing for the heparin used saline, but the flush port broke off. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that no pictures are available about the issue.